Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence, dyspareunia, uterovaginal prolapse and a sling was implanted. Concomitantly, the patient underwent a vaginal hysterectomy with anterior colporrhaphy. It was reported that after implantation patient experienced pain, erosion, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent removal of mesh, anterior wall reconstruction, and transvaginal urethrolysis on (B)(6) 2011 due to pelvic pain and post complications of sling. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/24/2016.